Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing and an increased threshold was noted on the right ventricular lead. Provocative testing was able reproduce the oversensing, however no abnormalities were noted on further inspection. The lead was capped and replaced. The patient is in stable condition following the procedure.